Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device did not vibrate during the self test, problem isolated to the vibrate motor. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. The motor was tested out of the pump and passed. Device was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that insulin pump was not vibrating and did not vibrate during vibrate test. Customer went through magnetic resonance imaging with insulin pump. The contacts on the battery cap was neither missing nor damaged and there was cracked screen on bayer meter. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.